Event description:
Technician reports a fiber leak noted by blood in the dialysate compartment during pt treatment. The dialyzer was reused 9 times to the reported event. The customer reports that the pt has a history of clotting dialyzers. No additional info available at this time. Hcp reports no pt injury or need for medical intervention.